Manufacturer narrative:
Immucor has not inspected the echo lumena instrument serial number (B)(4) nor has the customer returned any patient samples for follow-up testing. However, the customer has provided immucor technical support with screenshots of the assay results to allow data review. The immucor internal report record number for this report is (B)(4).

Event description:
On march 27, 2019 a customer reported receiving unexpected (B)(6) crossmatch results on the echo lumena instrument.